Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation from the lifevest. The irritation was on both sides under the electrodes under the garment due to rubbing. The area on the right side was described as red, hot, and painful with an open sore that had bled. The left side was reported to be better than the right with no broken skin. The patient reported using a medicated powder to the area. During a follow up, the patient reported that her dermatologist prescribed two creams, an anti-fungal cream and a cortisone cream, for the irritation. She reported that the creams helped the irritation a little and they weren't as red. The final medical outcome of the irritation is unknown.